Event description:
Healthcare professional (hcp) reported a patient was injected with one syringe of juvéderm volux¿ with cannula in their jawline. The patient experienced ¿late onset inflammation and infection¿ after the injection. After 4 hours later, patient experienced ¿severe swelling¿. The patient was treated with prednisone and four days later the swelling improved but not fully resolved. Once prednisone stopped, swelling came back and now the patient is experiencing pain from swelling. Hcp treated patient with 2 vials of hyaluronidase and after 48 hours, the hcp injected 2 more vials. Hcp ¿wanted to prescribe antibiotics, but it was red to touch so switched to im antibiotic injection for 5 days and then was prescribed oral augmentin for one week. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.